Event description:
The clinic reported that a laser vision correction patient presented with decreased in visual acuity in left eye at 3 month check-up. Surgeon suspects map dot dystrophy/ectasia/epithelia in both eyes. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of blurred vision. Patient reported symptoms are not interfering with daily activities. Bcva from(B)(6) 2015: right eye pre-op 20/20 -3.50 x -.25 x 30, left eye pre-op 20/20 -3.00 x -.50 x 175. Bcva from (B)(6) 2015: right eye post-op 20/20 .00 x .00 x 90, left eye post-op 20/50 .00 x -.50 x 60.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.